Manufacturer narrative:
The device has been returned and evaluated. This supplemental report is being submitted to provide this information. Due diligence was executed for this event with no response, including initial reporter occupation, by the customer. The device history record review confirmed that the device lot had no anomaly in inspection. The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. A visual inspection on the received condition of the device was performed. The ptfe pad (teflon pad) was inspected and found it separated from the jaw exposing metal. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. The wiper movement is normal and had some tissue build up. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. The device was attached to the usg-400/esg-400 and a probe check was performed; the device passed the probe check. Both switches were checked and found both switches are functional. The exact cause of the reported event could not be identified. However, based on previous investigation results, it can be inferred that a likely cause of the peeling of the tissue pad might be the following. 1) the tissue pad was worn away because no tissue was being grasped between the grasping section and the probe tip when the device was activated output in seal & cut mode for/after a transection of tissue and a part of it was torn. 2) the tissue pad was excessively heated due to friction between the grasping section and the probe tip. This caused the tissue pad to be partially peeled away. The instructions for use includes the following statements: ·do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.

Manufacturer narrative:
Additional information is not yet available for this event. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event by the customer, during an unknown procedure, it was observed that the teflon pad of the device had separated. The procedure was completed with another device. There is no harm or adverse impact to the patient.